Event description:
A third party service agent contacted physio-control to report that a customer¿s device powered off and on by itself. It was advised that the device eventually powered itself. The reported issue occurred during a device check prior to a medical procedure, and not during use on the patient.

Manufacturer narrative:
A third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. The electronic records from the customer¿s device was downloaded and it was confirmed that their device experienced an inappropriate loss of power. The service agent performed a voltage drop test on the device and observed that root cause of the reported issue were worn battery pins and fretting corrosion on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. Both worn battery pins and fretting corrosion on the power connector can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle. The device was scrapped and the customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device powered off and on by itself. It was advised that the device eventually powered itself. The reported issue occurred during a device check prior to a medical procedure, and not during use on the patient.